Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. Reason for hospitalization was not provided. Nurse requested assistance from tandem technical support turning pump off as customer would be receiving insulin from the hospital. Tandem technical support provided instruction to the nurse how to turn the pump off. Multiple follow up attempts were made by tandem technical support; however, customer did not respond.